Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant positive stat troponin result compared to another troponin assay method. A review of the instrument data indicates the instrument is performing within specifications. No further eval of the device is required.

Event description:
A discordant positive immulite 2500 stat troponin assay result was obtained on a pt sample when compared to another troponin assay method that was negative. The customer performed repeat immulite 2500 troponin testing and the results were positive. The customer also performed a 1:2 manual dilution and obtained a negative troponin result. The customer reported a negative troponin result to the physician. Pt treatment was not altered and there was no report of adverse health consequences due to the positive stat troponin assay result.